Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pediatric surgical procedure, the clinical sales representative (csr) reported that the right eye on the surgeon side console (ssc) 1 appeared yellowish. The procedure was being performed normally using the ssc 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) found an error log indicating that the head sensor was blocked during the system check-up, potentially causing the ssc 1 to be in a faulty state. The csr was advised to reboot the system, but initially could not due to the ongoing procedure. Later, the csr called back and indicated that after rebooting, the issue persisted. The tse guided the csr to restart the system, including the breaker on the ssc, and to reseat and clean the blue fiber cable (bfc) on the ssc 1, but the problem remained. The csr also swapped the bfc between ssc 1 and ssc 2 with no change. The system was rebooted twice, but the right eye on the ssc 1 continued to appear yellowish. The procedure was completing as planned with no report of patient injury. However, it is unknown whether the procedure proceeded using the original configuration (both sscs). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was started with both consoles connected but it was performed with the one that had perfect vision, without any problem. The technical support sent an engineer and he changed something that was wrong which solved the problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the products involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed but the reported failure could not be replicated or confirmed. The reported problem was a yellow tint on the ssc right eye, which the site monitor did not resolve. During in-house analysis, the hrsv monitor was tested, and the issue could not be replicated. Review of the system logs showed no evidence that the fault had occurred in the field. Visual inspection revealed no abnormalities related to the reported event. The monitor was installed on the test system, where it started up without errors. Image quality was sharp, with no noise or tinting observed, and after idling for one hour, no issues were detected. Additionally, the personality module surgeon console (pmsc) was analyzed, but the reported failure was not confirmed or replicated. Visual inspection showed no abnormalities related to the reported issue. The pmsc was tested on the test system and started up without errors, with good image quality in both eyes, free of noise or tinting. Input/output and speaker functions passed, and a 30x power cycle test was successfully completed. The unit also remained on the test system for several hours under normal operation without errors. Based on these results, failure analysis concluded that no root cause could be attributed to the reported failure. The complaint was not confirmed by failure analysis. The probable root cause of reported failure cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis did not replicate the failures and there were no system errors related to the customer complaint. The hrsv and the pmsc assemblies were visually inspected and evaluated for its mechanical and/or electrical characteristics where in-house testing of the returned products revealed no failures related to the customer reported event.